Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the monocryl suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Citation: dig surg 2000;17:483¿486 ; www.karger. Com/journals/dsu

Event description:
It was reported in a journal article ¿use of different absorbable sutures for continuous single-layer anastomosis in the gastrointestinal tract ¿studied patients that underwent continuous single-layer seromuscular anastomoses performed between 1996 and 1997. There were gastric, small-bowel, colonic, pancreatic and biliary anastomoses in the study. The patient possibly experienced minor bleeding from suture line treated by conservative therapy. The patient possibly experienced anastomotic leak after biliary bypass. The patient possibly underwent second procedure for large biliary leak. No difference was found in the dehiscence rate between the two types of absorbable material. Stenosis of the biliary anastomosis was explored by routine liver function tests and patient possibly had moderately elevated liver enzyme levels but without clinical or ultrasonographic evidence of cholestasis. Conclusion: compared with other techniques used for gastrointestinal anastomosis, this technique is safe and easy to apply using either suture material. Additional information has been requested.